Event description:
It was reported that the pump exhibited a battery communication issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was damaged and the right case was cracked. A review of the event history log identified multiple battery depleted and system advisory low battery messages in the history. Functional testing was performed and the battery depleted message was found during the power up process. The root cause of the reported issue was the customer did not recharge battery pack after depleting it. Replaced battery for preventive due to battery was over 3 years old and performed power up process and all functional tests which passed.